Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor storage. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. Recall #FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low results. Customer reported no symptoms, and does not need medical attention. Customer is comparing truetrack meter to trueresult meter fasting on (B)(6) 2015 at 06:00am - results are 188mg/dl with truetrack meter and 140mg/dl with trueresult meter. Customer's expected results are 150-100mg/dl -fasting. Strip expiration date is 07/15/2018 and strip open date is (B)(6) 2015. Strip storage is not correct. Reviewed meter memory (time and date are not properly set): 139mg/dl (B)(6) 2015 09:00:00 am fasting:yes; 169mg/dl (B)(6) 2015 11:38:00 am fasting:yes; 170mg/dl (B)(6) 2015 10:04:00 am fasting:yes; 140mg/dl (B)(6) 2015 08:24:00 am fasting:yes; 121mg/dl (B)(6) 2015 01:20:00 am fasting:yes. Customers concern: 121mg/dl (B)(6) 1:20am. Customer is currently taking lantus and metforman.